Event description:
It was reported that it was not working and the patient was vibrating all the time since it was implanted. The patient had a great night sleep but the next day it was not working. Adaptive stim (as) was set up on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer patient. Product: ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product: ID 977a260, serial# (B)(4), implanted: (B)(6) 2015 product type: lead. (B)(4).